Event description:
The customer stated that he tested his blood glucose using his 2 contour meters and received readings of 71 and 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and the meter are to be returned for evaluation. Replacement products were sent to the customer.